Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# v581950, implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: lead. This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads," educational brief/physician communication ((B)(6) 2010).

Event description:
The manufacturer representative reported that the healthcare provide tried to explant the lead, but the lead fractured on the day of the report. The lead was partially left in the patient. It was indicated that a stage 1 was done, not a full replacement, to make sure the new lead worked well for the patient. An x-ray was used and they dissected down to try to remove as much of the lead as possible. It was noted that the issue was resolved at the time of the report. The patient was implanted for interstim-other.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.